Event description:
On release of vacuum extractor noted 8 cm circular abrasion area upper forehead and scalp with removal of large amount epidermus with cephalhematoma, deviated nasal septum, and subdural hematoma.